Event description:
A voluntary report was received on 04/09/2025 indicating an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The wearable was inserted into the arm. The date of the event is approximate. According to the maude report the patient experienced multiple instances of nocturnal hypoglycemic shock accompanied by seizure-like activity. The reporter mentioned the patient had "several incidents with him where his sugar goes so low at night that he is shaking like he has a seizure" and the sensor says his blood sugar is greater than 100 and he does not wake up with the sensor alert. This file is for the report of the inaccuracies for unknown incidents. It was stated the patient had a glucometer in the home; however, it was not known if it was in use for this report. The patient did report using an insulin pen (lantus, long acting) and short acting lispro (vial) as part of the diabetes management regimen. No information was provided on any specific event details, chronology, bg or cgm values, sensor location, date of sensor insertion, treatment details and who treated the patient. These are two of two reports of hypoglycemic shock accompanied by seizure-like activity. There was no documentation of further medical evaluation or intervention. Follow-up with the reporter was not possible as the report was made anonymously, and no contact information was provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5168279. Diabetes mellitus is a known cause of hypoglycemia and seizure. This is 1 of 2 reports of hypoglycemic shock accompanied by seizure-like activity that occurred. Please see the related record: (B)(4).